Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that during device check of the pulse generator, premature battery depletion anomaly was observed. No additional information was provided.

Event description:
New information noted the pulse generator was explanted and replaced on an unknown date. No additional information was reported.